Event description:
In 2002, a urologist used floseal in a laparoscopic cryoblation to remove a renal tumor. The surgeon experienced resistance while applying the floseal material to the tissue with a laparoscopic applicator device. Post-surgically, the patient experienced cardiac arrest. The patient was subsequently resuscitated. The reporting surgeon alleged that, due to the substantial pressure used to extrude the floseal material from the laparoscopic device, the floseal material may have been forced into the renal artery or a vein causing a blood clot. The other attending surgeon present for this procedure was asked for his opinion. He commented that the patient was in such poor health that there existed any number of reasons that could have caused the patient to code following the surgery. No information about the patient is known at this time despite repeated attempts to engage the reporting surgeon.